Event description:
A consumer reported that the charging cord of a philips power flosser had a little fire on it. No injury or property damage was reported.

Manufacturer narrative:
B3: the event date is approximate. Product was not returned to confirm a malfunction has occurred. H3 other text: device not returned to manufacturer.